Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "ECG monitoring failure" and "ECG disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and stressing without duplicating the report. Review of the device log file showed several ECG monitoring interruptions after rapid toggling of the defib cable. This likely indicates the multifunction cable (mfc) not securely connected to the device. The mfc was not returned for evaluation. The mfc receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.